Event description:
It was reported that two 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer were found not to connect during patient use. The reporter stated, "it doesn't connect tightly; the tubing pops off." The event occurred during infusion. There was no concomitant drug and no concomitant device. There was no bleedback, no biohazard, no chemo, and unknown user facility medwatch. The sample is available for return. There was no picture provided. The device was not reprocessed/resterilized. There were no physical defects noted on the product, but one tube was broken when they received them. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received two (2) used 011-c3302 ext sets smallbore with clave for inspection. No defects or anomalies were noted. The connection of the male luer to an ICU medical provided female luer was functionally tested and found to have met performance expectations. The male luers were measured and found to be iso compliant. An ICU medical-provided male luer was used to connect to each of the microclaves. The connection was secure. The reported complaint could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. (B)(6).